Manufacturer narrative:
The customer-provided images show the web device inserted into a microcatheter with the pusher kinked at the hypotube-to-connector junction. The investigation of the returned web system found the pusher overcoil damaged at the distal end and the pusher broken at the hypotube-to-connector junction, which is consistent with the condition described in the reported event. Due to the condition of the returned device, the investigation could not perform continuity and resistance testing to further assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded its yield and tensile strengths. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. The customer provided three images for review: the first showing the web device and its packaging, and the other two showing the web device inserted into the microcatheter with the proximal part of the pusher slightly kinked at the hypotube-to-connector junction. Items returned for evaluation: -pusher. -implant. -introducer. -dispenser hoop. Items not returned for evaluation: -controller. The web implant was returned still attached to the pusher and within the introducer. The web implant was found to be within visual and dimensional specifications, but the pusher overcoil was damaged at the distal end, and the pusher was broken at the hypotube-to-connector junction. No functional testing could be performed due to the condition of the pusher.

Event description:
As reported: basilar tip aneurysm. The web device was planned for treatment. During the in vitro opening test of the web, it was found that the pusher rod was slightly bent and passed the test with wdc. When implanted into the body normally, the web could not be detached. The surgeon spent some time to retract the web, after pulling the web out of the body, found that the tail end (proximal end) of the pusher had broken. A new web device was replaced, and the procedure was completed successfully. The patient was reported to be "fine".

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: basilar tip aneurysm. The web device was planned for treatment. During the in vitro opening test of the web, it was found that the pusher rod was slightly bent. When implanted into the body normally, the web could not be detached. After pulling the web out of the body, found that the tail end of the pusher had broken. A new web device was replaced, and the procedure was completed successfully. The patient was reported to be "fine". Device images provided.